Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that insulin pump not delivering accurate insulin. The customer¿s blood glucose level was 213 mg/dl. The customer reported that insulin pump had several issues. Customer reported that the self test able to complete and unable to perform high pressure test. The insulin pump will be returned and reservoir will not be returned for analysis.